Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensor¿ guidewire was used in the kidney during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2017. According to the complainant, during procedure, the sensor guidewire was placed in the kidney. Upon retracting the amplatz sheath, it was noticed that the corewire was broken, the distal part of the hydrophilic tip and the nitinol coil wire had unraveled. They had difficulty pulling out the guidewire however they were able to pull out all the parts of the guidewire. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be with no harm.

Manufacturer narrative:
Visual examination of the returned guidewire revealed that the sensor wire has the wire broken and coilwire unraveled from the distal end. The coating was also peeled near the unraveled section. The complaint is consistent with the reported event of core wire broken and coil wire unraveled. It is most probable that anatomical or procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context¿. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a sensor¿ guidewire was used in the kidney during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2017. According to the complainant, during procedure, the sensor guidewire was placed in the kidney. Upon retracting the amplatz sheath, it was noticed that the corewire was broken, the distal part of the hydrophilic tip and the nitinol coil wire had unraveled. They had difficulty pulling out the guidewire however they were able to pull out all the parts of the guidewire. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be with no harm.